Event description:
Customer stated that the pump kept running after the food is gone during testing. Rate and dosage were 500 ml/hr and 10 ml.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.